Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller spoke to medtronic rep who thought the recharging cord for the implant was not working. They thought the rtm wire could have been frayed because they had to get it just right to charge the ins; they had to wiggle it to charge for a bit then if they moved the charging would stop. It took all day to get to 30% for it took forever. Issue started about a week ago. During call caller verified no damage to the rtm or to the controller port . Caller reset controller and when they attempted to recharge the ins they got no device found. When attempting passive recharge they got software problem 1.intellis 2.3.0 3.243 4.qf_port. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt rep called back and stated that pt received the controller from repair but pt is still not able to charge the ins. Pt rep started to try to connect to charge the ins and saw the pairing screen pt rep then reported "replace the controller battery soon" screen. Pt rep connected to ac power and verified the green light is solid. Pt connected the rtm cord again and was able to pair the controller to the ins. Pt is able to see recharging and the controller is 100% and the ins is 60%. Pt rep is able to adjust stimulation but reported seeing "settings not available" message when they tried to increase stim on group b to 6.0. Pt rep is able to adjust stim on group a. Pss suggested pt contact the field regarding having their programming checked. Pt rep stated that pt does not currently have an hcp for the ins. Patient representative called back repeating previously documented information. Caller said they called in a week or so ago, and that the previous agent sent a controller replacement and that it had been working great but that when they try to charge their recharger (agent understood as implant), the antenna on the recharger got so hot. Caller confirmed there were wires showing on the recharger cord where it connected and noted the relay box was also getting hot. Caller commented that they sent back the controller that was replaced yesterday. The issue was not resolved. Agen t reviewed information. An email was sent to the repair department to replace the recharger. Agent closed case.

Manufacturer narrative:
Product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97755, serial# (B)(6), product type recharger. Analysis of the recharger (B)(6) found a poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.